Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the first switch of the catheter, the vizigo¿ sheath was flushed according to the guidelines and it was noticed that a lot of air was entering either via the 3-way-cock or via the valve. Even after repeated tries, whenever the physician had removed all bubbles, tried to aspirate, new air was sucked in, so it was decided to send in the sheath for further checking. The procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that it seemed like the air was entering either via the hemostatic valve or via the side port. There was no visible damage observed and the catheter had only been inserted once. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that there was no damage or anomalies on the device. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, values were observed within specifications, no issues were observed. No leaks, bubbles, or air aspiration were observed. A device history review was performed for the finished device 00002449 number, and no internal actions related to the complaint were found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The valve and air issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the issue reported by the customer could be related to the flush and handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter address line 1 : (B)(6), the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the first switch of the catheter, the vizigo¿ sheath was flushed according to the guidelines and it was noticed that a lot of air was entering either via the 3-way-cock or via the valve. Even after repeated tries, whenever the physician had removed all bubbles, tried to aspirate, new air was sucked in, so it was decided to send in the sheath for further checking. The procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that it seemed like the air was entering either via the hemostatic valve or via the side port. There was no visible damage observed and the catheter had only been inserted once.